Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the wire broke on the permanent cautery hook (pch). A fragment fell into the patient and was not retrieved. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The surgical task was being performed at the time fragment falling into the patient was dissection. It is unknown what the surgeon believes was the cause of the instrument breakage. The instrument was in use for about an hour when the event occurred. The instrument did not collide with any other instruments or other hard material. The fragment did not fall inside of the patient during an instrument tip or accessory collision. The instrument was not removed during the surgical procedure. Upon final removal of the instrument, the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or the instrument after the event. The fragment was retrieved during the same procedure. It was visually inspected that no fragments were left inside of the patient. No additional surgical procedure was required to remove the fragments. No post operative test like an x-ray or ultrasound would perform to check for the remaining fragments. The procedure was completed robotically. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to a foreign object. The instrument is available for return. There are no photographic images or video recordings available for isi review.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned.

Manufacturer narrative:
Updated fields: d9, h2, h3, annex codes, and h11 device evaluation: intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and found to have a derailed yaw cable from its normal position with a dislodged crimp at the distal clevis. The yaw cable was not broken. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the derailed yaw cable.